Manufacturer narrative:
(B)(4). The device was returned with the jaws closed. During mechanical testing the jaws would not open and as a result, no functional testing could be performed. The device was disassembled and the proximal gear was missing three teeth, only two of the three gear teeth were returned with the device. The damaged of the proximal gear prevented the jaws from opening and closing. No conclusion could be made as to how the instruments internal gears were damaged.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total abdominal hysterectomy procedure, the device had been used a couple of times when it ¿jammed¿ and bits and pieces of jaw fell apart into patient. The surgeon used suction and grasper to retrieve parts and an x-ray was taken. Customer said all parts were retrieved. It is unknown how the case was completed and unknown how long procedure was delayed to retrieve parts and get x-ray. There were no patient consequences reported.